Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e222 error code was intermittently present on the monitor due to a faulty cable. Additionally, the rear label was faded, and minor scratches and discoloration were present on the serial plate. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus representative reported that the customer¿s 4k camera head was presenting an e222 scope communication error during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code (e222) and loss of image were due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.